Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc duplicated the reported failure. The integrated circuit (ic) mounted on the circuit board of the device was broken. The supplier of the ic investigated the ic and concluded that the ic was broken due to foreign matter adhering accidentally in the manufacturing process.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that the subject device could not displayed image in unspecified timing. Other detailed information was not provided. There was no report of patient injury associated with the event.